Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part: 03.226.004, lot: 2218025, manufacturing site: (B)(4). Release to warehouse date: 28.dec.2006. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during an unknown procedure, the tip of the star drive screwdriver shaft broke in the head of the screw while entering a headless compression screw into the patient's scaphoid. The screwdriver shaft was removed from the screw head, broken fragments were removed with pickups, and a new screwdriver shaft was placed into recess of the screw to complete the insertion. There was no patient consequence. It is unknown if there was surgical delay. Concomitant devices reported: unknown screw (part# unknown, lot# unknown, quantity# 1). This report is for one (1) cannulated stardrive scrwdrvr shaft for 3.0mm hcs t8. This is report 1 of 1 for (B)(4).